Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005461.

Event description:
It was reported the patient is not receiving effective therapy with scs system due to high impedances on their right lead. Surgical intervention may be pending to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted and replaced to address the issue. Related manufacturer reference numbers: 1627487-2025-05705 and 1627487-2025-05706.

Manufacturer narrative:
Correction: d4 - additional device information has been updated.